Event description:
Healthcare professional reported after injection with juvederm ultra in the glabella, the pt developed necrosis the same day. The pt did not report their symptom to the healthcare professional until three days after injection, at which point they were treated with hyaluronidase.

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.